Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The action/intervention taken to resolve the stimulation issue after the tens interaction was they turned the device off. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient felt stimulation turn on/up when they used a tens electrodes with a "kettleson" solution on their left knee at physical therapy. Caller confirmed that they didn't turn stimulation on during the procedure. No further patient complications have been reported as a result of this event.